Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. On an unknown date, the pt was hospitalized for an unknown indication. Five days prior to the receipt of this report, while hospitalized, the pt felt overfilled and had a tense abdomen. On the same day, the pt passed away. The nurse reported that the pt went into heart failure. The pt was connected to the hc cycler and was performing therapy at the time of death. It was not reported if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing way. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.